Event description:
It was reported that pump displayed a cartridge change error and customer was unable to successfully load a new cartridge despite assistance. There was no adverse impact to the customer's blood glucose level. Customer inspected cartridge and pump, cleaned connection area, used room temperature insulin, avoided overfilling or underfilling, and removed air with an empty syringe while technical support and escalated support corrected loading technique; because error persisted with cartridges from different box, support arranged pump replacement and customer planned to contact healthcare provider about backup insulin therapy, with interest expressed in an out-of-warranty loaner pump.